Manufacturer narrative:
The hill-rom technician found the casters and brake pedal needed replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters and brake pedal to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes would not hold. The bed was located at the account. There was no patient/user injury reported.